Event description:
Customer was hospitalized for low blood glucose levels. Troublehshooting was done and pump passed. After reviewing the pump history, found that customer had bolused 14.2 units in three hours. She was intructed to speak with md about taking that much insulin.